Event description:
It was reported that the implant on tooth site (B)(6) was removed due to a sinus perforation with infection and bone loss. Symptoms of the event: dehiscence.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, there was debris inside the implant internal threads. No apparent malfunction was identified with the implant that would contribute to the reported events. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.